Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that in-stent occlusion occurred. The patient was enrolled in the eminent clinical trial. The target lesion was located in the left mid superficial femoral artery (sfa) that was 6mm and 5mm reference vessel diameter proximally and distally, respectively. The lesion had a total length of 100mm. The target lesion was 100% occluded and was crossed through true lumen. Pre-dilation was not was performed and 6x120mm study stent was implanted. Post-dilatation was performed using one balloon, and residual stenosis was 20%. On (B)(6) 2018, an in-stent occlusion of the left sfa was detected. The patient was hospitalized on (B)(6) 2018 and a CT scan was performed. Afterwards, a percutaneous transluminal angioplasty (pta) with stent implantation with a non-bsc stent was done. The patient was discharged on (B)(6) 2018. The event was assessed as resolved on (B)(6) 2018. On (B)(6) 2018, occlusion of the study stent in the left sfa was observed. No intervention was performed up to date, walking therapy is recommended. The event is ongoing by the hospital.